Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #645a, serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during prostate procedure; the fiber output beam began to fire from the tip of the fiber was observed. The procedure was completed using second fiber. Patient outcome: "ok" reported. There was no injury to patient reported.